Manufacturer narrative:
Investigation summary: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packaged in (B)(4) (june 4th ¿ 5th, 2017). Research has found no problems, defects or qn related to the reported issue. Bd has been provided with a picture of the affected sample. The provided picture presented a unit pack which contained two needles. Bd confirmed the reported issue. Investigation conclusion: firstly, the entire packaging process including the needle feeding is done automatically. The packaging process includes several detection systems in order to identify any missing needle or some extra needle which could be placed in some incorrect position in the blister. If there is no product into the blister cavity or there is some extra needle located out of the blister, the machine stops automatically and the operator solves the problem. In addition, the detection system is challenged every 8 hours of production. After discussing with our manufacturing technicians and based on all preventive measures, bd concludes this should be related with some human error in which the machine detected the problem and stopped, but the operator did not solve the issue appropriately. Bd is confident that the probability of occurrence of this non-conformance should be low and in sporadic cases. Root cause description: ineffective extraction of the extra needle by the operator during the primary packaging process.

Event description:
It was reported that a bd¿ syringe with needle had a missing needle cover. There was no report of exposure, serious injury or medical intervention.